Event description:
Atrial lead with high impedance >2500 ohms, noise, and decrease sensing was returned for analysis. The device subsequently tested out of specification during manufacturer's analysis.